Event description:
It was reported that automatic ventilation stopped during a case with a corresponding alarm. Manual ventilation remained possible. There was no injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.